Event description:
It was reported via repair work order that the stretcher had intermittent zoom due to damaged communication cable, damaged pcb box and loose zoom handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.